Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
The lens was explanted and was not exchanged for another icl lens. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is most probably a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Based on the complaint history, work order search, evaluation of the returned product and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Correction to event or problem - the lens was explanted and was not exchanged for another icl lens.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and the lens was explanted the next day due excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.